Event description:
It was reported that the user experienced elevated blood glucose while using the ilet and measured a reading of 193 mg/dl without symptoms; the user proceeded with a supply change and planned to follow up. Symptoms included no reported clinical effects. Outcomes included no need for medical intervention and no alerts or alarms from the device. Investigation included troubleshooting and user education conducted by customer care. Investigation of this case revealed an unclear cause of hyperglycemia with no device malfunction identified and no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.